Event description:
A customer contacted beckman coulter, inc. (Bci) regarding high troponin (accu tni) results that were generated by the unicel dxi 800 access immunoassay system. Per customer, they had several high accu tni results that repeated in the normal range. Initial and repeated results were not provided and it is unknown how many patients were affected in this event. Bci contacted customer for info, but no data has been received to date. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Pre-analytical sample handling information was not provided. A field service engineer (fse) was dispatched to the customer's lab: the fse performed system check which failed. The fse replaced aspirate probes, and noticed probe #3 had sluggish aspiration of substrate during prime. The fse discovered that tubing between aspirate probe tubing and peri tubing was partially occluded and was replaced. The fse conducted a system check, dilution test, and precision run, and all results passed within specifications. The fse verified repair per established procedures. Hardware issues, addressed by the fse, may have contributed to this event. However, a clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.